Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that it was not determined how much of her refill dose made it to the reservoir. The patient has separated from her provider and has not been seen so that her pump reservoir could be checked for volume. The hcp reached out the rep within an hour of the event. The patient was taken to a hospital and given a narcan drip until she became stable again. She was subsequently discharged and has not been seen again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) and healthcare provider (hcp) regarding a patient receiving intrathecal sufentanil (unknown concentration and dose) via an implanted pump for non-malignant pain. It was reported that the hcp reported a partial or full pocket fill during today's refill. It was reported the patient started having overdose symptoms during the refill and was transported to the hospital. It was reported that initially the patient was unresponsive but then given narcan and now was response having withdrawal-type symptoms. The rep stated the reservoir had not been aspirated yet so they did not know what was left in the pump/ what went into the pocket. It was reported the rep would be going to the emergency room (ER) where the patient was to help them program the pump to stopped for now.